Event description:
It was reported that the patient had sought medical attention due to high blood glucose levels. The patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. The patient had scheduled an appointment with their endocrinologist. Once at their endocrinologists office the patient was treated with 2 units of insulin via syringe and the patient was told to apply a new pod. The patient was at their endocrinologists office between 1-2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.